Event description:
It was reported that this patient was lost to follow-up for about a year. At a recent device check this right ventricular (rv) lead had a high out of range (oor) pace impedance measurement. At the follow-up 2 weeks later, there was another oor measurement. It was noted that an x-ray taken at the last visit was unremarkable. Additionally, sensing and thresholds were good. The rv lead was reprogrammed to bipolar sense/unipolar pace. The patient will continue to be monitored. No adverse patient effects were reported. This report will be updated, should additional information be received.